Event description:
The customer reported that the system displayed a fast switch activated error message and there was no fluoroscopic x-ray image produced. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The assembly cables were resealed. The system was tested and found to be working as intended and put back into service.